Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at a third party service center, an error code related to the charging of the internal battery was observed. The device's power management board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the ventilator's power management board needed to be replaced for a charging issue. The power management board was replaced to address the issue. During the evaluation of the device the ventilator failed steps during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the test failures were caused by the proportional valve being stuck open.